Event description:
A surgeon reports several cases of low-grade inflammation persisting for several months following intraocular lens (iol) implantation. Treatment with anti-inflammatory medication and topical nsaids was not successful. The association between this event and the iol is not known. Additional information has been requested.